Event description:
A handheld was returned due to a software issue reported under medwatch # 1644487-2012-01817. Analysis on the returned handheld was completed on (B)(4) 2012 and a mechanical anomaly was identified with the returned serial cable. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 3 broken wire connections in the serial cable. Once the wires were soldered onto the serial cable printed circuit board, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.